Event description:
Customer reports to have received four motor error alarms during bolus delivery. Customer's blood glucose was 463 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer states she realized once infusion set was changed, that she had a bent cannula and states she did not want to replace insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.